Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, white residue inside air-water channel, auxiliary channel and air/water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of white residue inside air-water channel, auxiliary channel and air/water cylinder could not be established whereas the most probable cause of no image and scope communication error (b30) is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope had scope communication error b30. The event had occurred during service. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.